Manufacturer narrative:
The technician found the trans link assembly connecting the head and foot brake pedals was broken. The technician replaced the trans link assembly to repair the stretcher.

Event description:
Alleged the head end casters are not holding when the brake is set.